Event description:
A report was received that the patient experienced discomfort at the ipg pocket site due to ipg effacement. The event was assessed as probably due to a various reasons, however, includes fat necrosis or ipg heating during charging. The ipg was relocated from the gluteal area to the abdomen. The event is resolving and was assessed as not related to the procedure and related to the device hardware.